Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced a symptom of dizziness. The customer further reported being unable to self-treat and had contact with a healthcare professional who provided an unspecified medical treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving an unspecified low sensor scan and experienced a symptom of dizziness. The customer further reported being unable to self-treat and had contact with a healthcare professional who provided an unspecified medical treatment for the reported issue. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) was not a valid serial number. Therefore, section d4 was updated to unk repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.